Event description:
It was reported that the user experienced hypoglycemia while using the ilet after announcing a pizza meal despite having low blood glucose prior to eating, which contributed to further glucose decline and triggered a device low glucose alert; education was provided on meal announcements, treating lows, and avoiding overtreatment, and additional training was arranged. Symptoms included feeling hot. Outcomes included stabilization of blood glucose without the need for medical intervention or hospitalization. Investigation included a review of the event details and user education with additional training. Investigation of this case revealed user-related use error related to announcing a meal while already low. It was concluded that the event was due to user handling and not a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.